Event description:
It was reported that signal loss over one hour occurred. The patient was vomiting and was taken to the hospital due to diabetic ketoacidosis. It was reported that the patient's blood glucose was 402 mg/dl. The patient was treated with insulin aspart. During the time the patient was at the hospital, they fell out of the wheelchair and at the time of the report, the patient stated their shoulder was still hurting from the fall. It is unknown if the fall was related to the reported dka. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.